Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged pump error 3, 54 and 63 found on (B)(6) 2021. Device passed displacement test. Device failed self test due to pump error 63. Successfully downloaded history files and traces using thus. Verified the insulin pump alarmed pump error 3 in insulin pump downloaded history on (B)(6) 2021 at time 19:55:03.000 and pump error 54 in insulin pump downloaded history on 08/12/2021 at time 19:55:01.000 with line number = 1421 and file number = 32122 due to software error. Verified the insulin pump alarmed pump error 63 variable 3 in pump downloaded history on (B)(6) 2021 at time 22:27:57.000 due to ambient light failure. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 3 due to moisture damage. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Confirmed pump errors 3 & 54 in pump downloaded history due to software error. Confirmed pump error 63 variable 3 during self test and pump downloaded history due to moisture damage on the trace of pin 3 u1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarms including the main arm cannot communicate with the motor arm, detected hal software error, hardware low level failures. The insulin pump had not passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.